Manufacturer narrative:
(B)(4). Describe event or problem: correction/additional information; UDI number: additional; initial reporter information: correction; correction/additional information; labeled for single use: correction.

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's mother took the patient to the emergency room (ER) at 5:36pm, due to severe stomach pain. Patient's mother reported taking patient to the ER because her stomach hurt every time she ate something. The pain was too much for the patient to take. ER physician prescribed, lomotil that helped the patient's pain reside. Patient's mother reported that the patient was released from the ER at 9:45pm. At the time of contact, patient's mother reported that the patient has an appointment with a gastroenterologist on monday to look further into the issue. Additionally, at the time of contact, patient's mother reported that patient was still experiencing some pain. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint states that the patient experienced stomach discomfort. The reported event cannot be confirmed. The root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced stomach discomfort under diaphragm. Patient's mother is unsure if the discomfort is dexcom related. Patient's mother took her daughter to the emergency room on (B)(6) 2015 for severe stomach pain. Emergency room physician prescribed, lomotil that helped the pain reside. Patient was discharged from the hospital at 9:45pm. Patient has been experiencing stomach discomfort since starting dexcom use. Patient's stomach discomfort doubles after eating. Patient's mother denies patient experiencing fever, redness, heat or swelling at sensor insertion site. Patient was later diagnosed with an intestinal blockage. At the time of contact, patient's mother reported that patient was still experiencing some discomfort. No additional event or patient information is available.